Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The patient discontinued use of the product. It was suggested to the care giver to resume usage of the original dressing which was aquacel dressing 10cm x 10cm. From a clinical perspective, a causal relationship between the aquacel/aquacel ag- surgical cover dressings and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. The product lot number was not available. As no complaint sample was received, an assignable cause could not be determined during the quality eval. No evidence was found that the product failed to meet all of the requirements and specifications at the time of MFR. There are no add'l complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. No add'l info has been provided to date. A return sample for eval is not expected. Should add'l info become available a follow-up report will be submitted. (B)(4).

Event description:
The caregiver of an end user stated after undergoing colostomy surgery approximately six months ago a slow healing wound remained in the area of the end user's former rectum (which was removed). The treatment consisted in filling the wound with aquacel dressing 10 cm x 10cm, which was very successful, but was stopped in favor of using aquacel ag 10 cm x 10cm. The care giver stated they heard that wounds would heal faster due to silver in the aquacel ag, but the patient experienced discomfort/almost pain with the new treatment.